Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, restricted posterior leaflet, thick posterior leaflet, and suboptimal transseptal puncture. A first clip, a mitraclip xtw (50707r1101) was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A second clip, a mitraclip xtw, was then inserted and deployed medial to the first clip. To further reduce mr and stabilize the slda clip (50707r1101), a third clip, a mitraclip xtw (50707r1126), was then inserted and deployed on the mitral valve. However, the third clip interacted with the first implanted clip, and post deployment, the third clip (50707r1126) detached from the posterior mitral leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A decision was made to discontinue the procedure. No additional clips were implanted, and the mr was reduced to a grade of 3. It was noted that during the procedure, difficulties with imaging occurred. The patient was reported to be stable. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported slda appears to be related to pre-existing patient anatomy (thicken posterior leaflet) and procedural conditions (poor imaging quality). The reported image resolution poor could not be determined. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.